Event description:
It was reported that device migration, leak, and device damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35 mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was implanted. The closure device was noted to be proximal in position, with low compression. 129 days post index procedure at a routine follow up, computed tomography (CT) imaging was performed which identified the closure device to have shifted from its originally implanted position and a leak was also detected that appears past the fabric and therefore unlikely to heal. There was also an abnormality detected on the imaging that may be a fracture on the distal puck of the closure device. The physician believes it is unlikely that the closure device fracture contributed to the device shift or leak. There were no reported patient complications. The physician plans to take the patient off blood thinners.

Manufacturer narrative:
Media from the clinical procedure was provided and reviewed by members of the boston scientific training team, medical safety, and clinical specialists. The media review concluded: proximal position and low compression at implant; release (pass) criteria was not met. Both leak and frame fracture was confirmed, but fracture is unlikely to have contributed to leak.

Event description:
It was reported that device migration, leak, and device damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35 mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was implanted. The closure device was noted to be proximal in position, with low compression. 129 days post index procedure at a routine follow up, computed tomography (CT) imaging was performed which identified the closure device to have shifted from its originally implanted position and a leak was also detected that appears past the fabric and therefore unlikely to heal. There was also an abnormality detected on the imaging that may be a fracture on the distal puck of the closure device. The physician believes it is unlikely that the closure device fracture contributed to the device shift or leak. There were no reported patient complications. The physician plans to take the patient off blood thinners.